Event description:
Rn removing mediport huber needle from pt's left subclavian area. Patient either moved or jumped and when he did, rn's left index finger was scraped with the huber needle. The needle did not close on itself as it ordinarily does.